Event description:
Boston scientific received information that the patient implanted with this pacemaker was having weekly syncopal episodes with the sudden brady response feature programmed to on. There were no additional adverse patient effects stated. Additionally it was reported the patient recently had a device change out to a competitor's device and has not had any further syncopal episodes or symptoms.

Manufacturer narrative:
The device will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.